Event description:
It was reported that this pacemaker device exhibited oversensing. Technical services reviewed the available electrograms, and it was determined that the atrial tachycardia response (atr) episodes were inappropriate due to far-field oversensing. Technical services provided reprogramming recommendations. At this time, this pacemaker system remains in service and there were no adverse patient effects reported.